Event description:
Customer reported that "he went to the hospital and woke up 3 days later because his sugar was 16 mg/dl". During the customer survey process, the customer was not cooperative and refused to give details of the event. The diagnosis and course of treatment at the hospital is unknown. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.